Event description:
A report was received that the patient will undergo a pocket revision procedure for unknown reason.

Event description:
A report was received that the patient will undergo a pocket revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.